Manufacturer narrative:
Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "hv charger test capacitor not holding charge" message and did not detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report related to capacitor not holding charge was verifiied. Further testing of the main board could not determine the fault. The main board was replaced to resolve the report. The customer's report related to detection of electrode pads was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The pads used during the report were not returned for evaluation the device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.